Event description:
It was reported that during a pci stenting procedure, the shaft of the quantum maverick monorail catheter broke. The lesion being treated was located in the left anterior descending (lad) coronary artery and first diagonal branch (d1) coronary artery. After a kissing technique was preformed with a drug eluting stent, the shaft of the quantum maverick monorail broke inside of the guide catheter during withdrawal. The catheter was difficult to remove, however, it was removed without incident. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device was returned on 07-aug-2006. Supplemental MDR will be filed once investigation is complete.